Event description:
It was reported by customer that the tubing is cracking and causing medication to leak. The breaks were discovered because there was leaking blood in most instances, and in others, wet puddles were observed. Patients were toddler and receiving post chemo hydration. Each child had port dressing applied with secondary. The breaks resulted in all cases in urgent and traumatic re-accessing of patients who would otherwise have emla and trauma free poke plans. The complications associated with urgent re-accessing of toddlers is problematic long term as we work very hard to make their ¿pokes¿ pain free and these breaks negated that experience and set them all up for future traumatic port accesses. All of the ports were discarded due to the presence of the needle and the urgent conditions under which they occurred. It was reported this occurred twice with two patients. This report addresses the second patient and their first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.